Event description:
It was reported that an unexpected reset occurred intermittently. There was no reported adverse impact to customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.